Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the alarm history showed one call service 012 alarm had occurred on (B)(6) 2014. A review of the black box showed multiple call service 087 alarms. During investigation, the pump emitted a call service 069 alarm at power up. The pump was unable to recover from the call service 069 alarm after reboot, and testing for the original complaint could not be adequately completer. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, investigation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 012 alarms. It is unknown at this time if the alarms occurred during bolus delivery or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).